Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 1 unspecified bd q-syte¿ device leaked, and 1 unspecified bd q-syte¿ device was damaged/defective. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced particulate embolism (3), leakage (1), bd q-syte septum is damaged/defective (1), unable to break seal (3), package open (1). Additional info related to what leaked and from where states: "antibiotics" " the seal". Additional info related to bd q-syte septum is damaged/defective states: "package open, plastic chipped"".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 1 unspecified bd q-syte¿ device leaked, and 1 unspecified bd q-syte¿ device was damaged/defective. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "it was reported via survey response that the clinician experienced particulate embolism (3), leakage (1), bd q-syte septum is damaged/defective (1), unable to break seal (3), package open (1). Additional info related to what leaked and from where states: "antibiotics," " the seal." Additional info related to bd q-syte septum is damaged/defective states: "package open, plastic chipped."